Event description:
Based on a review of the medical records provided by the pt's attorney: (B)(6) 2003 - the pt underwent repair of multiple abdominal wall hernias with two composix meshes and a bard flat mesh. On (B)(6) 2004 - the pt underwent surgery for chronic rectal cutaneous fistula, no chronic mesh infection, no need for explant.

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be two additional implants. The pt with a history of abdominal surgeries, including, but not limited to, a hartmann procedure with a post-operative wound infection, takedown of colostomy, excision of abdominal wall abscess and sinus tract underwent repair of multiple abdominal wall hernias on (B)(6) 2003 with three bard meshes. A seroma developed in (B)(6) 2003, it was expected to resolve spontaneously. (B)(6) 2004, the pt was stated on antibiotics for a questionable wound abscess. In (B)(6) 2004, a colocutaneous fistula was discussed and the pt wanted to avoid surgery at the time. On (B)(6) 2004, the pt underwent two-part surgery for chronic rectal cutaneous fistula. The medical record states no chronic mesh infection. The second part of the surgery involved re-opening the abdomen to repair the colorectal anastomosis to the cutaneous fistula. Currently, it is unk whether the device caused or contributed to the alleged event. It is unclear whether the pt's numerous abdominal surgeries may have contributed to the alleged event. The pt reportedly developed fistula and seroma which are listed as possible adverse reactions in the product's IFU. It appears the pt still has the meshes implanted. A review of the mfg records and sterilization records was performed and there was no evidence of a mfg related cause for the reported event. Based on info provided, no conclusions can be drawn. For info regarding the other two meshes implanted see MDR numbers: 1213643-2009-00318 and 1213643-2011-00577.